Event description:
It was reported by the quality technician that the device operates automatically in the safe mode. There was no pt involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The drill was rec'd by the MFR, and the complaint was confirmed. Internal components were evaluated which revealed that the lever assembly had become lose from the motor housing. As a result the safety switch/slider pin assembly became incorrectly positioned causing reduced operability. This allows the device to operate even when the switch is in the safe mode.